Manufacturer narrative:
Additional information: h4: the lot was manufactured between november 29, 2023 and november 30, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. It was observed that the device did not fully infuse the medication dose after 7 days of therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.